Event description:
Revision.

Manufacturer narrative:
Complaint was associated with a procedure in which an implant system that is mfg by a medical device company, stelkast, and distributed by (B)(4), is implanted utilizing the tgs. No eval was executed on the tgs involved; indications are the system performed safely and effectively. The explanted components were not returned and are not currently available. If they are delivered to mako, they will be passed on to the MFR for eval. The surgeon's determination of the reason for revision is related to a motor vehicle accident that involved the pt. While the pt was complaining of pain since the original surgery, the surgeon felt this was normal and manageable. Mako surgical is filing this MDR to ensure visibility to a revision that occurred as a result of a procedure that utilized a tgs.